Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR.: the device was returned for analysis. The hypotube shaft profile showed no issues or damages. The balloon was returned in a deflated state. Microscopic examination of the balloon identified a tear/hole in material, 1mm distal from the distal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The shaft polymer extrusion showed no kinks or damages. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. No other device issues were identified during returned product analysis.

Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 10 mm x 2.25 mm wolverine coronary cutting balloon was selected for use. During the procedure, after the lesion was pre-dilated with a 2.0 nc balloon, the wolverine was used. However, it was noted that the balloon burst after inflating at 5atm within 2 seconds. The device was fully removed from the patient's body and the procedure was completed with a different device. No patient complications reported.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, after the lesion was pre-dilated with a 2.0 nc balloon, the wolverine was used. However, it was noted that the balloon burst after inflating at 5atm within 2 seconds. The device was fully removed from the patient's body and the procedure was completed with a different device. No patient complications reported.